Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint. The fse replaced blue fiber cable and blue fiber pigtail assembly, but the issue persisted; therefore, the fse replaced the patient side cart (psc) cardcage to resolve the issue. The system was tested and verified as ready for use. The affected parts blue fiber cable and blue fiber pigtail assembly involved with this complaint are field scrap items and will not be returned to isi for further investigation. Isi did receive psc cardcage involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) field service engineer (fse) that a non-recoverable error 31089 occurred. The customer did not contact isi technical support engineer (tse) at the time because they were in a hurry to bring the patient into the room. The customer switched to another da vinci system from a different room and continued the case on that system.